Manufacturer narrative:
This report is submitted on february 2, 2021.

Event description:
Per the clinic, the patient experienced a loss of osseointegration of the implant. The patient was treated with antibiotics (type unknown). It is unknown if there are plans to re-implant the patient with another device.